Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insufflation unit made a loud sound at startup, and the internal pipeline is broken. The issue occurred during preparation for use for an unspecified procedure. There was no delay and no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information was added to the following fields: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reportable malfunctions were confirmed. Based on the results of the investigation, it is likely the defects were caused by a gas leak due to a faulty electropneumatic proportional valve. As a result of checking the instruction manual and the labeling of the product, there was no abnormality that would lead to the phenomenon. Olympus will continue to monitor field performance for this device.